Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had perforated the rv apex of the heart. The patient was experiencing phrenic nerve and diaphragmatic stimulation with fast ventricular response rate to the patient¿s chronic atrial fibrillation. The lead was pulled back into the rv apex under fluoroscopy and repositioned on the mid-rv septum. The lead remains in use. No further patient complications have been reported as a result of this event.